Manufacturer narrative:
Evaluation summary: a visual and functional inspection was performed on the returned device and the reported balloon rupture, balloon separation and difficulty to remove from the introducer sheath were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported balloon rupture, appears to be related to the operational circumstances of the procedure. Based in the reported information, it is likely that during the multiple inflation against the stenosed, mildly tortuous and moderately calcified anatomy, the balloon became compromise or damaged resulting in the reported radial balloon rupture. Due to the radial balloon rupture, the balloon did not refold as intended resulting in the difficulty to remove through the introducer sheath and subsequent damages to the balloon catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: additional evaluation: scratches were observed at the rupture location which also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a stenosed, mildly tortuous and moderately calcified lesion in the common iliac, measuring 8mm [in diameter]. A 7.0x100mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without issue. Two inflations were performed to nominal pressure when the balloon ruptured circularly [circumferentially] and separated in two pieces. The pta catheter was attempted to be pulled out of the sheath but could not be removed. Therefore, a surgical cut down was performed and removed the entire armada 35 device. It was confirmed that no part of the device remained in the patient anatomy. Another armada pta catheter was used to successfully complete the procedure. There was a reported clinically significant delay. No additional information was provided.